Event description:
It was reported that the patient's lead had failed in pacing capture, had high thresholds and undersensing. The patient will be monitored due to possible lead migration. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.